Event description:
Customer reported the left monitor has no image. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the battery charger. This MDR is related to ge healthcare complaint.